Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold issues and failure to capture post implant procedure. Subsequently this lead was surgically removed the next day and according to the primary physician that this lead was found to be not implanted correctly by the junior doctor. No additional adverse patient effects were reported. The rv lead was discarded and will not be returned. New information was received providing the model and serial number, indicating that this rv lead was surgically repositioned and remains implanted. Besides surgical intervention, no additional adverse patient effects were reported.